Event description:
It was reported that particles were found inside the cassette. The event occurred during the production process. Two items were affected. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Two devices were received for evaluation. A visual inspection was performed and the reported issue was duplicated. The particles were in between the housing and the medication bag, and not in the fluid path. The cause of the reported issue was unknown. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.